Manufacturer narrative:
Device evaluated by MFR: the device is not available to the manufacturer.

Event description:
It has been reported that during a mechanical thrombectomy procedure in patient with ischemic stroke, the hydrophobic proximal section (tefloned proximal part, green color) from the guidewire (subject device) was peeled off. The physician replaced it with a new device and continued the procedure without any clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The good faith effort attempts have been completed in our effort to obtain answers to follow up questions. However, as of today, no response has been received; therefore, the investigation will proceed with the information currently available. Should the device become available in the future, the parent record and investigation will be reopened and addressed accordingly. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It has been reported that during a mechanical thrombectomy procedure in patient with ischemic stroke, the hydrophobic proximal section (tefloned proximal part, green color) from the guidewire (subject device) was peeled off. The physician replaced it with a new device and continued the procedure without any clinical consequences to the patient.